Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic presented for a lead implant surgery. During procedure, the lead was unable to sense when tested. The lead was exchanged. The patient was stable.